Event description:
The lay user/reporter called lifescan and alleged that her grandmother's meter was reading inaccurately high. In 11/05 the pt was experiencing symptoms of dizziness and she almost passed out. She tested her blood glucose and obtained a result of 308 mg/dl. Because of the symptoms she had something to eat. Approx 40 minutes later, the pt's granddaughter called the paramedics. They tested the pt blood glucose upon arriving and obtained a result of 73 mg/dl on their meter. The pt continued to eat and drink. No other treatment was given. The result of 73 mg/dl does not indicate a serious injury. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed.